Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a right ventricular lead implant, with stable values right after implant. The patient then presented for a post-implant follow-up on (B)(6) 2021, where it was noted that the capture threshold was high. The physician elected to revise the lead the same day. When the lead was disconnected from the generator, it was noted that there was blood inside the lead connector. The physician attempted to clean the blood out but was unable to. The lead was repositioned with good threshold values and remained implanted. The patient was in stable condition with no complications during the procedure.